Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that during step 5 of set up there was a balloon valve leak warning message noted on the machine. In a review of treatment data it was discovered that there was an overfill associated with cycle 2 in a prior treatment. The overfill event was indicated due to drain 2 being 9100 ml, which is 414% of the 2200 ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. Multiple attempts were made to gather missing details but no data was provided. There was no reported harm in the initial reported data. The cycler is available to return as a sample product.

Event description:
This is a report of a peritoneal dialysis (pd) patient who experienced an increased intraperitoneal volume (iipv) event coincident with pd therapy. A pd patient reported that during step 5 of set up there was a balloon valve leak warning message noted on the machine. In a review of treatment data it was discovered that there was an overfill associated with cycle 2 in a prior treatment. The overfill event was indicated due to drain 2 being 9100 ml, which is 414% of the 2200 ml fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler. A new cycler was issued. Multiple attempts were made to gather missing details but no data was provided. There was no reported harm in the initial reported data. The cycler is available to return as a sample product.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. Valve actuation test passed.system air leak test passed. The device history record revealed that on 07/02/2024 there was a leak coming from balloon valve head 1 in rework. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.